Manufacturer narrative:
It was reported that the cannula insertion mandrel (introducer) was broken into two parts. No consequences for the patient were reported as the failure was detected before use. No harm to any person was reported. The product was investigated at the maquet cardiopulmonary gmbh laboratory on 2026-03-02. Only the griff (handle) of the introducer was received for further investigation. Under black-light inspection, only minimal glue residue (visible through reflection) could be detected inside the handle's gluing area. Since the actual introducer shaft was not available for the investigation, it was not possible to fully assess the glue distribution on the end of that component. Based on the investigation results, the most probable cause was found to be related to lack of glue application during manufacturing. A non-conformity record (B)(4) has been initiated in scope of this specific failure (griff detachment from introducer) on 2026-01-28. All further actions will be taken within this non-conformity record. In addition, a review for potential field actions and capas related to the failure and the product in this complaint was performed. This complaint is not in scope of any ongoing field actions. However, a CAPA request 1475401 has been initiated within the scope of non-conformity record (B)(4). Since the most probable cause has been found to be a production-related failure and all further investigation will be performed within (B)(4), a DHR review is not feasible. The review of scrap, rework, enhancements and design changes was performed and no abnormalities in regards to the reported failure were found. Based on these findings, complaint could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that cannula insertion mandrel (introducer) was broken in two parts. No consequences for patient was reported as the failure was detected before use. No harm to any person was reported. Although the failure did not occur during treatment, it could occur during treatment and potentially lead to a hazardous situation, including vessel damage; therefore, the complaint is reportable. Complaint # (B)(4).